Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The customer changed the infusion set and cartridge and resumed insulin. Ultimately, the customer reverted to an alternate method insulin therapy.